Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the optic has been cut into three pieces. One haptic is torn at the loop near the optic. The other haptic is bent. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the information provided the root cause cannot be determined. However, it is likely that user related factors may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician noticed tore at haptic junction after inserting the lens into the patient's eye. To remove the lens, the incision was enlarged and lens was replaced with another same model lens. Patient outcomes describes as normal.